Event description:
Per surgeon, 25g cautery tip (walcott rx products, rx14-5011, lot# 231215) broke off in patient eye during procedure. Although tip was removed without incident, this is a recurring issue with the walcott cautery 25g. Our center recently pivoted to a new brand, but surgeon used the walcott 25g and again there was a problem.